Event description:
Infusaport (bard port with groshong catheter) removed in 2002 and pt admitted one month later at another facility for excision foreign body chest wall. They were informed two weeks later that the "foreign body" was the (locking hub) of the bard port catheter and the hosp informed bard.